Manufacturer narrative:
Correction: h6. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tubes pilot balloon line was damaged. The patient died. The physician reported their clinicians improper use of a third party endotracheal tube holder damaged the pilot line of the tube. The patient death was due to health issues unrelated to the device.